Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital due to chest discomfort with palpitations; an echocardiography was performed, which revealed pericardial effusions and a right atrial (ra) lead perforation led by the screw-in lead that was placed in the atrium. The ra lead was explanted, a pericardial drainage tube was placed and a tined ra replacement lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.